Manufacturer narrative:
Title a single-step sizing and radiofrequency ablation catheter for circumferential ablation of barrett¿s esophagus: results of a pilot study source united european gastroenterology journal 0(0) 1¿10 2018 (B)(4).

Event description:
Information received by medtronic indicates that, uncontrolled, prospective multicenter pilot study. Thirty (30) barrett¿s esophagus (be) patients in study. Be patients with low-grade dysplasia (lgd), high-grade dysplasia (hgd) or early cancer (ec) were included. Visible lesions were removed by endoscopic resection (ER) prior to radiofrequency ablation (rfa). Rfa was performed with the 360 express using the standard ablation regimen. Circumferential ablation was performed using the barrx 360 express rfa balloon catheter. Additional focal rfa sessions using the standard ablation were scheduled approximately every three months until complete endoscopic eradication of all be was achieved. After complete endoscopic and histological eradication of intestinal metaplasia and dysplasia. All study patients received esomeprazole 40 mg twice a day (or an equivalent dose of proton pump inhibitor) as a maintenance dosage during the study. In addition, patients were prescribed ranitidine 300 mg at bedtime and 5 ml sucralfate suspension for a period of two weeks following rfa. One patient experienced mucosal laceration. One patient experienced asymptomatic atrial fibrillation. One patient experienced vomiting and dysphagia. One patient experienced dysregulated diabetes. Three patients had pronounced esophageal scarring at the three-month follow-up endoscopy. In three of the seven patients, endoscopic resection (ER) was performed prior to rfa treatment.